Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer wife reported via phone call that the customer experienced high blood glucose level. Customer's blood glucose value was 30 mmol/l at the time of the incident. Customer's current blood glucose level was 22.3 mmol/l mg/dl. The customer was assisted with troubleshooting for high blood glucose. The customer stated that the symptoms related to high blood glucose such as eyes burning, feeling miserable. The customer was treated with bolus. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Ustomer reported that the insulin pump was not delivering insulin. The device will not be returned for analysis.